Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose of 600mg/dl and a no delivery alarm. The customer treated with insulin. Customer indicated that the cannula was bent. Troubleshooting found that they were able to prime the pump and insulin exited the tubing. Customer declined to troubleshoot further and was advised to monitor the pump and blood glucose and call back if any further issues.